Event description:
Information was received from multiple sources (manufacturer representative, user facility, service repair) regarding a device used for spinal therapy. It was reported that the endoscope was cloudy/not clear. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received as lumbar disc herniation pre-op diagnosis for micro endoscopic discectomy (med).

Manufacturer narrative:
B3: event date is unknown e1:first name and last name of initial reporter is unknown. E2: country of the event is japan. H3: product analysis of product: 9560100, lot no:1037694 during the incoming inspection, image cloudiness, breakage of the internal lens, and coupler operation malfunction were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.